Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients ipg was dislodged and mobile and was quite painful. It was also noted that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.